Manufacturer narrative:
This report is for an unknown click-x device/unknown lot. Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the click-x device broke after torque during a surgery. The blue tip broke in the patient and the surgeon decided to leave it; the broken tip was left inside the patient's body. No prolongation of the surgery was reported. This report is for an unknown click-x device. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device only made "one click"; nor the two clicks as usual. Surgery was completed successfully.